Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 360 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as shivering and vomiting. The customer was wearing the insulin pump during the incident. The customer reported getting insulin flow blocked alarms resolved by complete set changes. Troubleshooting was not completed. The customer was also hospitalized for low blood glucose, other issues, and fever. The insulin pump will not be returned for analysis.